Event description:
The customer reported to olympus, the oer-4 had an e73 error while mixing acecide. This report is being submitted for the evis gastrointestinal videoscope that was incorrectly reprocessed. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the recommended filter replacement period is one month and the water filter was found to not have been replaced for approximately two years and a half, august 2020 thru december 2022. The root cause of not properly replacing the water filter was determined to be user related. An olympus field service engineer (fse) visited the user facility to inspect the concerned aer. The root cause of the reported issue was presumably due to long term use of a water filter. The olympus fse explained to the customer the necessity replacing the water filter regularly. Since the water filter had been replaced and the issue was considered resolved; the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
Documented below is a list of the related complaints/scopes impacted: patient identifier: (B)(6) (model: cf-240ai, serial no. (B)(4)) patient identifier: (B)(6) (model: cf-240i, serial no.: (B)(4)) patient identifier: (B)(6) (model: cf-q260ai, serial no. 2713269) patient identifier: (B)(6) (model: gif-h260z, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q260, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q260, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-xp260n, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-xp260n, serial no. (B)(4)).